Event description:
Pump beeped at 1626 'occlusion medication side.' Tnb bag was empty, drug was still in the short primary line and drip chamber. Writer opened channel and tubing inside the channel was collapsed on itself. Writer massaged tubing and attempted to restart channel. Channel rang same alarm. Writer and rn assessed situation. Unable to use ns to back flow tubing from flush line. Estimated amount of drug left in tubing was 10-15 ml when drug was stopped at 1626. Pharmacist updated. Will e-mail crc to inform. Will remove pump from circulation. IV pump went to the biomed department.